Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports filed for this event, please see associated report: 0001822565-2018-01566. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4). Product location unknown.

Event description:
It was reported that patient underwent a total knee arthroplasty. Subsequently, the patient was revised due to metal allergies.

Event description:
Upon receipt of additional information, it has been determined this has been reported under the incorrect MFR number. This will now be reported on 3007963827-2019-00040.

Manufacturer narrative:
Upon receipt of additional information, it has been determined this has been reported under the incorrect MFR number. This will now be reported on 3007963827-2019-00040.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.